Event description:
On (B)(6) 2011, leica microsystems received a complaint regarding sub-optimal tissue processing from one (1) "3hr xylene free" protocol, which started on (B)(6) 2011 and completed on (B)(6) 2011, using peloris tissue processor (B)(4). On (B)(6) 2011, it was confirmed that all tissue exhibiting sub-optimal processing was diagnosable and able to be reported after re-processing. The re-processing details were not provided. No patient re-biopsy was required.

Manufacturer narrative:
Instrument logs were evaluated as part of the investigation of this complaint. On-site assessment of the operation and function of the instrument was conducted by a leica field service engineer (fse) on (B)(4) 2011. No instrument fault(s) was identified. Information obtained by the fse while on-site indicates that the user had selected the "3hr xylene free" protocol in error instead of the "9hr xylene free" protocol for the run from which sub-optimal processing was identified. The manufacturer recommendations regarding the protocol duration for particular specimen types are documented in the leica peloris tissue processor user manual. Investigation of this complaint determined that user error caused the event. Specifically, the user selected a protocol of inappropriate duration for the size of the tissue samples being processed.